Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a balloon rupture occurred. During a pci, the 4.5x12mm quantum maverick balloon ruptured in the left anterior descending artery. The number of inflations and correlating atm's are unknown. The procedure was completed with another quantum balloon. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).